Event description:
It was reported that during a lap cholecystectomy procedure, the clips were crossed. Used a third like device to complete the case with no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.